Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this lead developed an infection post open heart surgery. The patient's heart was noted to have been inflamed and irritated. The lead subsequently dislodged. The patient was seen for a revision procedure where the lead was unsuccessfully attempted to be repositioned. A new lead was implanted. The lead has been returned for analysis.